Event description:
Medtronic received information that this oxygenator exhibited poor oxygenation capabilities, resulting in a po2 of 54.7 mmhg. The decision was made to change out the oxygenator, which was performed without reported complication. There have been no adverse patient effects reported.

Manufacturer narrative:
Analysis: with no returned product, review is limited and no definitive results can be provided at this time. However, device history records (DHR) show that the device met manufacturing specifications for product released to distribution. Return of the device is anticipated. Conclusion: no definitive conclusion can be drawn at this time, as the product was not returned for analysis. No adverse patient effects reported. When additional information related to this clinical event becomes available, a follow up report will be submitted to FDA.